Event description:
Retailer reported that a consumer experienced irritation, visited an urgent care and was treated. Consumer followed up with eye doctor who diagnosed and treated for chemical burns. Event was confirmed with the eye doctor who stated the source of the condition was unk. Consumer has recovered. This complaint is recorded against a product lot that is being recalled for a reported potential compromised package sterility concern.

Manufacturer narrative:
Product was discarded by the retailer. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met.